Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was 234mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.